Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430, lot 0061938519) was being used to administer norepinephrine on october 03, 2024. According to the complainant, IV pump alarming/infusion stopped tot air in line. Immediately IV tubing changed. However, while IV tubing being changed, patient's blood pressure decreased. Norepi bolus given. The complaint device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one unused sample were provided for evaluation. Upon visual inspection of the returned sample, no defects were observed. To replicate the reported defect, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The photograph was evaluated, revealing the presence of bubbles in the tubing. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.